Event description:
It was reported that, "when the surgeon was inserting the centpillar tmzf by using the specialty navigated command, the tip of the inserter was broken into the drive hole of stem. However, the surgeon could remove the fragment from the drive hole."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.